Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was damaged; further described as the "sponge piece blocked the transfer set after use. And after the sponge was flushed out, the transfer set turned available". This occurred after use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however a photograph of a sample was provided for evaluation. The photograph was visually inspected and a piece of sponge was observed in the drain bag. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.